Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during repair of retinal detachment with vitrectomy procedure on right eye, an ophthalmic diathermy probe did not work. Surgery was completed on the same day with an alternative probe and with no patient harm.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed more than one complaint with the same event code. The lot number did not exceed the minimum threshold limit for any given month. The sample was received with its protection sleeve and in the tyvek pouch, which shows the lot information. The instrument was visually inspected and showed no evident abnormality. The electrical resistance measurements indicate that there was no contact, leading to the instrument not functioning. When the instrument was opened to visually inspect the inner contacts, some of them were unintentionally destroyed (destructive instrument testing). No other defects or deficiencies could be identified on the contacts after opening up the instrument. Based on the outcome of this investigation the complaint of the customer can be confirmed but the root cause could not be determined anymore. During production, a 100% inspection of the instrument is performed which identifies any defect contact points. Since the instrument passed this test, the contacts must have been affected later. As the pouch was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the reported issue cannot be determined. The root cause cannot be identified conclusively, because the sample passed the 100% inspection during manufacturing but showed the reported malfunction upon sample return to the investigation site. As the tyvek pouch was opened by the customer, the product was handled. The chain of events that led to the reported malfunction can therefore no longer be determined. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. The manufacturer internal reference number is: (B)(4).